Event description:
The patient reported a scab over the receiver pocket incision. Erosion was confirmed and a revision procedure was performed on (B)(6) 2022. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, inadequate fixation and implanting an expired stimulator have been ruled out as potential causes of the reported issue. The patient has a history of healing slowly and was referred to wound care for the slow healing. The implanting clinician stated the coil became undone or the suture on the coil was cut during while wound care after the implant in 2020. These may be contributing causes to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is likely due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).